Event description:
Had a bladder repair (mesh sling) in 2004 due to stress incontinence. When I went home from hospital I could not urinate. Doctor put in a catheter that stayed in placed for several months. Catheter was removed and still could not urinate. Went back to doctors office every other day for several months where she did a "manual urination". Then doctor sent me home with a "do-it-yourself kit" which was extremely painful and difficult. I continued asking the doctor to find another method as I was beside myself at this point. In 2005 I had another surgery that left me unable to control urination and had to use a pad. I continued asking the doctor to find a way to repair the stress incontinence. In 2007 I had a 3rd procedure which appeared to be about 90% effective. Sometime in early 2014 I began experiencing discomfort while urinating somewhat like a uti. I saw my gp and a test confirmed there was no uti present. I continued experiencing the discomfort and at some point my urine began to have a terrible odor as well as painful urination. I saw my ob/gyn who had performed the first two surgeries and explained what the issues were. She did an examination and claimed the mesh was in place and saw no irregularity. I have since that time continued to experience painful and some days constant urination with a odor that is so bad I can not even begin to explain it. Like something dead end with a chemical smell.